Manufacturer narrative:
Concomitant medical products: took hormonal contraceptives for 1 year. Took estrogen for 10 years. Breo ellipta 200 mcg-25 mcg/inh powder. Ventolin hfa 90 mcg/inh aerosol. Chantix 0.5 mg tablet. Albuterol sulfate hfa 108 (90 base) mcg/act inhaler. Fluticasone furoate-vilanterol 200-25 mcg/inh aebp. Advair diskus 500-50 mcg/dose diskus inhaler. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma - late; capsular contracture, baker grade unknown allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Further reported was a mammogram followed by an ultrasound which showed a 1.4 cm mass between the left implant and a rib. Needle biopsy with ultrasound guidance initially showed invasive mammary carcinoma. The collected fluid was tested and no malignant cells identified; limited cellularity. An MRI was performed which showed that there is a large heterogeneously enhanced, irregular mass, with ill-defined margins representing the patient¿s known malignancy; biopsy-proven malignancy in the left breast via supplemental assessment. Genetic testing was performed and the only notable result was ¿a variant of uncertain significance, c9086g.a(p.gly3029asp), was identified in atm.¿ final pathology from the left breast biopsy showed a breast implant associated with alk negative anaplastic large t-cell lymphoma, cd30 positive. After being diagnosed the patient began systemic chemotherapy with brentuximab 1.8 mg/kg, cyclophosphamide 750 mg/m2, doxorubicin 50 mg/m2, and prednisone 100mg po daily (days 1-5) which was continued every three weeks for 6 cycles. Shortly after the patient began the final round of chemotherapy explant surgery was performed and an en-bloc capsulectomy was carried out. An additional MRI revealed a marked response to chemotherapy with almost complete resolution of the lymphoma on the medial side of her left breast implant; pet scan showed no residual malignancy. Device was explanted.